Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 28, 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultramini meter read inaccurately low. The patient does not take any medications for her diabetes. The patient indicated that the alleged meter issue started on the day of the event in 2009, at an unspecified time during the morning. The patient reported a meter reading of "125 mg/dl." According to the patient, the developed symptoms of extreme fatigue, a headache, "excessive bathroom trips," and thirstiness "immediately after" the alleged meter issue began. On the same day the alleged issue began, the patient administered self-care by eating food and/or drinking a beverage. Six days later, the patient claimed that she received treatment in an emergency room (ER) due to the alleged meter issue. At 11:00 am that day, the patient reportedly received food and/or drink(s) as treatment in the ER. At 1:30 pm that same day, the patient's blood glucose was tested on an ER/hospital meter and a result of "123 mg/dl" was obtained. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what meter reading the patient obtained before, during, and after the symptoms developed, what actions the patient took after the symptoms developed, and if she continued to test with the reported meter after the symptoms developed and before she went to the ER. In addition, it would have been helpful to know why she went to the ER, why she was treated with food and/or drinks, what her blood glucose level was prior to going to the ER and upon admission to the ER at 11:00 am, if she was symptomatic when she went to the ER, and if she tested her blood glucose with the reported meter in the ER. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received treatment in the ER as a result of the alleged meter issue. Six days prior to receiving treatment in the ER, the patient obtained a result of "125 mg/dl", which does not correlate with her symptoms suggestive of high blood glucose. It is not known what actions the patient took in response to the meter issue and the symptoms, and before she went to the ER.